Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) has been confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button switch was an intermittent open connection in the response button cable. The root cause for the intermittent open cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor returned monitor sn (B)(4) and reported that the response buttons were non-functional.